Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
(B)(4) were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.

Event description:
Patient reported the infusion device displayed an e7 (electronic error) message. Had patient insert new batteries two separate times; e7 continues to appear after the start up sequence. Patient stated the vibration alarm on the infusion device stopped working some weeks ago. Verified the infusion device does not vibrate during the start-up process. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.